Manufacturer narrative:
(B)(4).

Event description:
It was reported that a replacement took place on (B)(6) 2011 due to battery depletion. Prior to the replacement, the patient had a lack of therapeutic effect and high impedance measurements. Impedance measurements were >40,000 ohms for all contacts except for contact 0 and contact 8. An x-ray was performed which showed that the extensions were possibly not fully inserted. A revision was done (B)(6) 2011 where the extensions were cleaned and reconnected to the implantable neurostimulator. All impedances were normal. The patient was doing good.